Event description:
It was reported that the needle failed to deploy. A 3.5/15/15 ph leveen standard was selected for use. The needle failed to deploy. Another of the same device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Visual inspection of the device revealed no damages. The pouch was returned, and it was observed that the pouch information matches with the complaint information. The handle was extended and retracted, and the needle/tines could be activated without any problems.

Event description:
It was reported that the needle failed to deploy. A 3.5/15/15 ph leveen standard was selected for use. The needle failed to deploy. Another of the same device was used to complete the procedure. There were no patient complications reported.